Manufacturer narrative:
Technician disassembled hi/lo brake assembly. Degreased and cleaned brake assembly and assembled brake to resolve. No injury reported.

Event description:
Account alleged that the bed drifts down when raised.